Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder surgery, a pair of 'tenet batteries' did not charge on two different brand new chargers. The chargers were both assessed by the asc and confirmed to be working. The procedure was completed with a delay greater than 30min using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.